Manufacturer narrative:
H3: neither samples nor pictures were received for analysis. However, the customer provided the event history logs (ehl) which showed that the reservoir volume had not been set at the start of the investigation. Instead, the user continued the program that the pump had started on an earlier date and stopped after approximately 10 hours, running at a rate of 2ml/hr. This indicates that there was no issue with the pump's delivery, pump showed a vtbi of 3.2ml because that was what was left after adding the two deliveries and taking away from 48ml. No actions were taken as the device delivered as expected with the programed protocol.

Event description:
It was reported that dose was to be delivered at 24 hours but was delivered at almost 12 hours. There was patient involvement.